Manufacturer narrative:
Device received with operating currents within specification. Device passed self test, rewind, prime flow blocked alarms were noted. Device trace download analysis confirmed the insulin pump alarmed power loss alarm, replace battery alert and replace battery now alarm. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage as shown on the power management graph and confirmed power loss alarm, replace battery alert and replace battery now alarm due to connector resistance electrical board. After disconnecting and reconnecting the internal battery connector on electrical board, the pump was monitored and functioned properly. Device received with minor scratched display window, case and keypad overlay.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they had high blood glucose level. Customer stated that the blood glucose was over 400mg/dl and treated with syringe. Customer mentioned that this morning blood glucose value was 454mg/dl, at the noon it was 402mg/dl and treated with syringe. Customer also had insulin flow blocked alarm. Customer declined to troubleshoot for high blood glucose level and insulin flow blocked alarm. Insulin pump will be returned for analysis.